Manufacturer narrative:
During inspection and testing, it was observed there was a leakage due to insertion tube falling off which was found to be caused by external factors. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was cracked, and label was peeled off. Scratches were observed on the control section, the protector on the insertion part corrugated tube, the switch box, the grip, the angle lever, the up down plate, the video cable, the video connector, the light guide connector, and the video connector case due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a pinhole on the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the insertion tube was falling off. This report is being submitted for the malfunction found during device evaluation (insertion tube falling off). Additional details have been requested regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates a pre-use inspection was performed. A "pinhole" occurred during reprocessing. The name of the procedure is "intranasal observation". The purpose of the procedure is "observation". The procedure has been completed. No equipment replacement. There were no procedural delays. There were no effects on the patient.